Manufacturer narrative:
(B)(4). Batch #u5af36. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge present. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused the firing mechanism to fail. It is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings, causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a laparoscopic appendectomy, the instrument sounded wrong like it broke when firing and it would not fire. A new device was opened without any further problems. There were no patient consequences.